Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional stenting procedure of the aorta. Reportedly, a cuff miss [suture retrieval issue] was noticed with two proglide devices and one prostyle device. The sheath was upsized to an 8f sheath and the stenting procedure was completed. A starclose se was successfully used to achieve hemostasis. Manual compression was also applied as requested by the physician. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.